Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
3 anchors broke upon insertion and incorrect advice during use. There was a 30 minutes delay to the scapholunate ligament reconstruction procedure. Additional anesthesia is required patient outcome was good.